Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction occurred. Reportedly, this was the second malfunction within a week. There was no impact on the customer blood glucose levels. A replacement pump was shipped. The customer will use manual injections and long lasting injections as backup therapy.